Event description:
It was reported that the pace and sense portion of this right ventricular (rv) lead was previously surgically abandoned and replaced due to noise, but the shock portion remained in-service. Subsequently, the physician elected to explant this lead during the explant procedure of the current pace and sense rv lead, and both leads were replaced with one new rv lead. This lead was damaged with a laser during the explant process and was discarded. There were no additional adverse patient effects.